Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead fracture and high impedance. Insulation degradation and high impedance was noted on the right atrial lead. The patient was not device depended as they did not pace but there was concern that the high voltage shocks could be affected if needed. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
This supplemental report is to correct the initial event description submitted. This supplemental report is to correct the previously submitted report to include failure to capture and signal artifact codes.

Event description:
It was reported that the right ventricular lead exhibited noise, high impedance and no capture. It was suspected that the lead was fractured. The right atrial lead also exhibited high impedance. It was suspected that the insulation had degraded. The patient presented for lead revision procedure on (B)(6) 2019 and both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in one piece measuring 18.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information noted that increased threshold was noted on the right ventricular lead.